Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump failed to charge on multiple qi pads and outlets despite a solid charging pad indicator, exhibited progressive battery depletion, and subsequently failed to power on after a restart attempt. Symptoms included no reported clinical effects. Outcomes included a transition to alternate therapy and shipment of a replacement device, with instructions provided for data syncing, shutdown, and continued cgm use. Investigation included customer interviews, device use troubleshooting, and return logistics for evaluation. Investigation of this device revealed a suspected charging/energy delivery malfunction consistent with a device power or battery/charging subsystem issue; no external damage, liquid exposure, magnetic interference, or accessory incompatibility was identified by the user. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending device evaluation.